Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora rx coronary balloon catheter, balloon deflation difficulties occurred. The balloon would not deflate at the lesion site. It was also reported that there were difficulties removing the balloon following balloon inflation. The deflation difficulties were noted following the first inflation at 8 atm. Attempts were made to deflate the balloon by pulling negative using both an insufflator and a 20ml syringe to no avail. The device was pulled out of the vessel and through the body to the sheath in the right arm where the balloon appeared to burst. The device was then able to be removed through the sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there were no difficulties noted when removing the protective sheath/packaging stylette. The device was inspected prior to use and no issues were noted. Negative prep was performed and no issues were noted. The device was being used as part of the pre-dilation process. The device did not pass through a previously deployed stent. There was no resistance noted while advancing the device to the lesion. The vessel was large and delivery was very smooth. The device was not moved or repositioned. It was detailed that there was a struggle to get the balloon to inflate. Once inflated, it was not possible to deflate the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The balloon bond was necked and the balloon showed evidence of inflation on device return. It was not possible to preform inflation/deflation testing due to the condition of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.